Event description:
Patient was revised to address acetabular cup loosening, pain and osteolysis. Update litigation alleged the patient suffered severe pain, soreness, discomfort, difficulty walking and performing routine activities, inability to walk necessitating use of wheelchair, difficulty sleeping, elevated metal levels measured at 9.7 mcg/l cobalt and 1.9 mcg/l chromium, loosening of the implanted asr cup with no substantial bony ingrowth and bone loss requiring a bone graft as a result of the implanted asr hip.

Event description:
Patient was revised to address acetabular cup loosening, pain and osteolysis.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address thickened granulation tissue and a small amount of fluid. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.